Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the light source and the processor getting wet on one side (right side) could not be identified. However, it's likely the cause is related to liquid penetrating inside the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: the on/off switch was fissured and had a damaged light emitting diode, the front panel was stained, missing paint and broken, the buttons were worn and not working, the external cover was stained, missing paint, and mistreated, the front panel signaling light emitting diode alarm was displayed, the ventilation grills were dirty and covered, the light control cable was broken, worn out and missing, the transilluminance was not present, the light ignition switch was broken and missing, the rear connectors were broken, worn, and missing, the socket connector was worn out and incomplete, the lamp life indicator was at 618 hours and was missing, the luxmeter measured 430, the hardware was worn out and missing, the battery was worn out and missing, the lamp status xenon 1.23 lamp was worn out and missing, the electrical contacts oxidation solder was missing, the welds were worn, broken, and corroded, the electronic cards 2.4 external were burned, broken, and corroded, the device was stained, missing paint and damaged, the fans made noise and were broken, the mechanical system made noise, was broken, and worn. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center was connected to a colonoscope, and the irrigation tube (connected to the endoscope) exploded, causing liquid to come out, which slightly wetted the processor and light source. The tube was patched with tape. The device began to not work properly as the screen flickered and so the device was turned off. The issue was found during the end of a diagnostic colonoscopy procedure after the procedure was finished. The procedure was completed with the same device. There were no reports of patient harm. Related patient identifier: (B)(6).